Manufacturer narrative:
The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 02dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, "patient receiving 30 mmol of IV potassium phosphorous. Line was primed and inserted into alaris pump module (ffl4498). Channel was programmed with appropriate rate and dose and after connecting to the patient was started. Shortly following, the pump began alarming and giving error message that the line was occluded. Line was traced from IV fluid bag to the patient and no kinks or obstructions were found. IV was flushed with normal saline and flushed easily. Channel was tried again and continued to give "occluded" message. Line was traced a second time and pump channel was tried again. This time pump read "channel error" message. In anticipation of the need for a different alaris channel. The nurse removed the tubing from the channel and left room to call agiliti for more modules. When the nurse returned to room with new modules about 45 minutes later, it was noted the potassium phosphorous bag was empty and the safety clamp on the IV tubing had not automatically clamped when it was removed from the faulty alaris channel. Patient was not in any distress, nor were any changes in EKG rhythm or other vitals noted. Patient's mentation was unchanged and did not verbalize any pain/burning in arm or chest when questioned. Event was escalated to both the charge nurse and physician. The patient was monitored closely without any further changes in status noted."

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided. Device returned to agiliti for investigation.

Event description:
It was reported, "patient receiving 30 mmol of IV potassium phosphorous. Line was primed and inserted into alaris pump module (ffl4498). Channel was programmed with appropriate rate and dose and after connecting to the patient was started. Shortly following, the pump began alarming and giving error message that the line was occluded. Line was traced from IV fluid bag to the patient and no kinks or obstructions were found. IV was flushed with normal saline and flushed easily. Channel was tried again and continued to give "occluded" message. Line was traced a second time and pump channel was tried again. This time pump read "channel error" message. In anticipation of the need for a different alaris channel. The nurse removed the tubing from the channel and left room to call agiliti for more modules. When the nurse returned to room with new modules about 45 minutes later, it was noted the potassium phosphorous bag was empty and the safety clamp on the IV tubing had not automatically clamped when it was removed from the faulty alaris channel. Patient was not in any distress, nor were any changes in EKG rhythm or other vitals noted. Patient's mentation was unchanged and did not verbalize any pain/burning in arm or chest when questioned. Event was escalated to both the charge nurse and physician. The patient was monitored closely without any further changes in status noted."